Event description:
Information was received regarding a cadd cassette reservoir. It was reported the cadd solis hpca pump gave an alarm that the cassette was not connected correctly when locking. There was no patient, or clinician injury associated with this occurrence. No further details provided at this time.